Manufacturer narrative:
Plant investigation: a complaint sample was not available for evaluation and a physical evaluation could not be performed. The entire lot had been sold and distributed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. The patient called technical service center regarding a m31air detected in cassette the technical support representative advised the patient to discontinue use of the cycler. Upon removing the supplies the patient discovered fluid leaking inside the cassette door. The technical service representative advised the patient to notify their peritoneal dialysis registered nurse of the event. Additional information was requested but not received. Should additional information become available, this file will be reassess and updated accordingly.